Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that the lead was sticky and the guidewire could not be advanced through the lead. Lead was not used and was replaced. Patient¿s condition was stable.